Event description:
It was reported the patient presented for implant procedure. During surgery, tissue was removed from the outer and inner helix on the leadless pacemaker (lp) after which the lp exhibited low pacing impedance and was not sensing appropriately. A different lp was used to complete the procedure. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The reported events of low impedance and sensing problem were not confirmed. The leadless pacemaker was returned for analysis. Visual inspection of the device found no anomaly on the outer and inner helix, the helix lengths were within specification. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. Further analysis performed found no anomaly contributing to impedance or sensing problem.